Event description:
The pt reported that in 2007, she had a blood glucose reading of 300 mg/dl and three days later, a reading of 480 mg/dl with her normal reading being 180 mg/dl. She stated she felt "sick" and corrected her blood glucose levels by changing her insulin infusion set and bolusing through her insulin infusion device. The pt stated that when she changed her infusion headset she discovered the cannula was bent in an "l" shape. During troubleshooting, the pt stated she changes her infusion headset every 4 days and her tubing every 8 days. The pt was advised to change her headset every 3 days and her tubing every 6 days as recommended in labeling. Troubleshooting did not find any product issues. On follow up, the pt stated she believes she overused the area in her abdomen. She stated she changed her infusion set and has had no further issues. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.